Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: b5.

Event description:
Upon further review of the complaint record, this event was found as a duplicate to patient identifier (B)(6). Therefore, this medical device report is no longer considered reportable. Please refer to patient identifier (B)(6) for the relevant event information.

Manufacturer narrative:
The device was not returned to olympus for evaluation. After the power cable was reinserted, and then the unit restarted, the error display disappeared, and the issue subsequently resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus visera elite ii video system center was not inspected prior to use and encountered error e333 (touch panel error). The issue was found during procedure, and the procedure was completed with the same device. There were no reports of patient harm.